Event description:
Health professional reported "band/port removal due to slip."

Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint was asked to indicate the product serial number. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has rec'd the product; however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."